Event description:
The caller reported that she was doing a procedure and intubated with a 7.5 lo-pro. She stated that she was not able to ventilate the patient. She states that she pulled back on the endotracheal tube 1 1/2cm with no change. She stated she x-rayed the patient and the endotracheal tube was folded over at the tip with murphy eye pointing downward. The event took place over 30 minutes and the patient's spo2 was within range. The co2 went to 75. The patient was extubated and the procedure was cancelled. The caller stated she inspected the tube after removing it and said the tube was totally straight and she saw no defect in the tube. The caller stated that she threw the tube away.

Manufacturer narrative:
The tube was discarded, and therefore not available for failure investigation. Only a partial lot number was provided. No analysis or conclusions can be drawn without the device or the lot number. See scanned page.